Manufacturer narrative:
Product event summary : the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a competitor medical equipment company representative that during an implant procedure, the left ventricular lead was attempted, but not used due to a "product performance issue." Follow-up with the physician's office clarified the lead dislodged after slitting of the catheter. A competitor product was implanted. No patient complications have been reported as a result of this event.